Manufacturer narrative:
Document review. Amistem h femoral stem size 4 - ref 01.18.134/lot 103440 (60 stems produced): all parameters were found to be conforming to specifications valid at the time of manufacturing. The 49 stems belonging to this lot have been already implanted. One event concerning this lot was already reported to FDA with the MDR 2011-00020 ((B)(6) 2011): it was a femur fracture probably due to a mistake made by the surgeon and the lot 103440 was finally kept implanted. The loosening was noticed during a post-op check-up: the pt complained of thigh pain. On the basis of the data collected, a device involvement is highly unlikely; aseptic loosening is a known complication of the total hip replacement.

Event description:
Stem came loose: stem, ball and liner replaced. It was an aseptic loosening.